Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer also reported that their insulin pump had received motor error alarm and the customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. Troubleshooting was declined for high blood glucose. Customer states the drive support cap appears normal. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.